Manufacturer narrative:
(B)(4). Analysis of the returned uphold lite w/ capio slim device did not confirm the event. Visual inspection of the mesh assembly revealed that the suture on the blue with white stripe dilator was broken and the dart was found behind the catch of the capio slim suture capturing device. There was a small amount of suture attached to the dart. Visual and functional analysis of the capio slim suture capturing device revealed no damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that one other similar complaint exists for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event.

Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim device was used during a procedure performed on (B)(6) 2016. According to the complainant, the needle of the uphold lite detached. The procedure was completed with another uphold lite w/ capio slim device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim device was used during a procedure performed on (B)(6) 2016. According to the complainant, the needle of the uphold lite detached. The procedure was completed with another uphold lite w/ capio slim device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.